Event description:
After the firing of a plcr60b, it was noted that two unformed staples were stuck in the cartridge. All other staples were well formed. No surgical intervention was required. There as no impact to the patient.

Manufacturer narrative:
The reload was returned and evaluated. No root cause could be determined why two staples remained stuck in the cartridge.